Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that they changed the battery but insulin pump had a black screen and display was frozen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump failed the displacement test due to a pump error 38 alarm during rewind, and failed the self test due to a pump error 75 alarm. No frozen screen noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked battery tube threads, and cracked keypad overlay. Customer allegation of frozen screen was not confirmed. Moisture damage confirmed on the pcba 1, pcba 2, motor, and force sensor. Rewind anomaly confirmed due to a pump error 38 alarm. Pump error 75 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that they changed the battery but insulin pump had a black screen and display was frozen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.